Manufacturer narrative:
(B)(4). Date sent: 8/25/2023. D4: batch # 273c10. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee45a device was returned with no apparent damage and with two gst45d reloads present. The reload (b) was received partially fired 1/10 with the reload pan partially dislodged from the right proximal side. In addition, 6 double driver missing. The reload (c) was received partially fired 1/10. The returned device and reload (c) were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 273c10, and no non-conformances were identified.

Event description:
It was reported that during a semi-open pneumonectomy, the device could not be fired at 3rd firing. The cartridge was replaced, but the issue did not improve. Another device was used to complete the case. There were no adverse consequences to the patient. When the sales rep checked the device, the silk thread was caught at the root of the jaw, and the knife might be caught at that thread when firing. No further information is available.